Event description:
It was reported to philips that the device froze during use. After restarting the device, it was not booting as expected. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system clinical use was unknown when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device froze during use. Review of the system log file confirms that the connection with the x-ray-pc is lost. Upon further inspection, the fse found that the hard drive of the x-ray pc was not seen. Fse replaced x-ray pc and reloaded complete software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.